Event description:
It was reported that the overhead carriage of the I-cat 3d imaging system drifted down and came to rest on the patient chair of the I-cat 3d imaging system.

Manufacturer narrative:
The device investigation is still in process and upon completion, the summary of the evaluation will be submitted as a follow up report.